Manufacturer narrative:
B5: the event took place in the critical care unit. H10: the user facility submitted medwatch (B)(4) for this event. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographs did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the provided sample, no further testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set separated. The tip of the primary tubing broke off and left the tip in the patient¿s clear connector cap. The patient¿s line was being removed to heparin lock the pulmonary artery catheterization. The connector was untwisted, and the tip snapped and got stuck in the patient¿s clear cap when pulled to be removed. A sterile cap change was performed, the line was flushed and heparinized. There was no report of patient injury or medical intervention associated with this event. No additional information is available.